Event description:
Primary stability not achieved, implant was completely covered with bone, thread tap used, immediate implantation, inadequate bone quality/quantity - another size of implant was chosen.